Manufacturer narrative:
The date returned to manufacturer was documented as nov 15, 2017 on the initial report. It has been updated as nov 27, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device driving shaft had broken off inside the pinion cage; therefore device not rotating. The device also failed pre-tests for 40 (check sleeve for spring tick) as the device needed an upgrade to the cover sleeve and 100 (function test) as the device would not rotate. The root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the kirschner wire attachment device would not hold the pin. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.